Manufacturer narrative:
Additional information was received regarding this incident. The device in question can no longer be located by they dealer and may have been discarded indicating a return is unlikely at this time. It was also noted the user may been using an non-invacare portable concentrator while traveling when the incident occurred. However, this portion of the story has yet to be verified.

Event description:
A legal representative sent a notification to invacare regarding the users estate. The document was not specific but states around on (B)(6) 2018, lincare were negligent and failed to provide a properly functioning oxygen concentrator in a timely manner, resulting in great pain, disability, loss of quality of life, medical expense and death to the plaintiff. The patient's lawyer stated the concentrator was not delivering the appropriate amount of oxygen.

Manufacturer narrative:
This incident is being reported to the FDA in an abundance of caution due to the allegation of death possibly related to the invacare unit allegedly failing. Based on the information available it is unclear how the invacare device caused and/or contributed to the allegation of the patient experiencing great pain, disability, loss of quality of life and death. It is unclear if it is being alleged a malfunction of the invacare device, the provider failing to provide a replacement unit in a timely manner or a combination of the two caused and/or contributed to the incident. It is unclear if the alleged malfunction of the irc10lxo2 stationary oxygen concentrator is low oxygen purity or lower then set liter flow. It was unclear what, if any testing was done to determine the appropriate amount of oxygen was not being delivered. Without a clear understanding of the allegations and the role the invacare device played, no underlying cause can be determined. The device has been returned to the dealer and they are currently conducting further investigation. If further information becomes available a follow up will be filed. This device was manufactured in october 2014 making it over 6 years old which is beyond the end of life of 3 years. The user manual states a user should always have a backup source of oxygen readily available. "This product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining."

Event description:
A legal representative sent a notification to invacare regarding the users estate. The document was not specific but states around (B)(6) 2018, lincare were negligent and failed to provide a properly functioning oxygen concentrator in a timely manner, resulting in great pain, disability, loss of quality of life, medical expense and death to the plaintiff. The patient's lawyer stated the concentrator was not delivering the appropriate amount of oxygen.